Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the device failed operational check. It is unknown if there was patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the reported problem which was localized to the therapy pca. The philips field service engineer (fse) replaced the therapy pca, which resolved the problem. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy pca. Philips cannot rule out a malfunction of the therapy pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted. Failure coding was also corrected

Event description:
The customer reported that the device displayed a pacemaker failure during operational check. There was no reported patient involvement.